Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the implant was going to be replaced soon due to normal battery depletion because it had been 8 years. It was reported the ins battery had been losing efficiency and clarified they needed to charge every other day. The caller stated the patient had high amplitude settings and a second channel had been added. It was reported they ran both channels. The caller was redirected to follow up with the health care professional (hcp) regarding next steps for replacement. No symptoms or complications were reported or anticipated.